Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message and intermittent image was fluid invasion of the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited intermittent, flickering images and a e216 scope communication error code. There was no patient involvement.